Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump time was incorrect. Customer declined troubleshooting with tandem technical support. Customer's blood glucose was 141 mg/dl.